Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact of a peritoneal dialysis (pd) patient contacted technical support to get assistance on how to cancel the patient¿s pd treatment because they needed to take the patient to the hospital. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient experienced a severe anxiety attack during continuous cyclic peritoneal dialysis [cc(pd)] on (B)(6) 2020, which left the patient dizzy and nauseous. The patient contact transported the patient to the hospital, where they administered antianxiety medication (drug/dose unknown) with good effect. The patient was monitored for several hours in the emergency room and was released with an outpatient behavioral health appointment later in the week. The patient has a long history of anxiety and has just recently decided to seek help. The pdrn is unaware of any additional anxiety attacks occurring prior to their behavioral health appointment (B)(6) 2020. The pdrn reported the event(s) was unrelated to pd therapy, or due to the utilization of any fresenius product(s), drug(s), or device(s). The patient continues to perform ccpd therapy utilizing the same liberty select cycler and is recovering from the event(s). Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency.